Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is user error due to improper deployment sequence and/or applying excessive force during use.

Event description:
On 12/21/20210, it was reported by an arthrex employee via email that an ar-4500 meniscal cinch would not deploy implant when #1 needle was pushed out. This was discovered during a procedure on (B)(6) 2021. Additional information received 12/23/2021: this was discovered during a meniscal repair procedure and nothing broke inside the patient. Surgeon was able to complete case using an ar-4500 from the same lot number without further issues.